Event description:
Medtronic received information from the journal of cardiothoracic surgery entitled ¿bovine valved xenograft (contegra) conduit in the extracardiac fontan procedure: the preliminary experience¿ on a retrospective review of 18 patients who underwent the extracardiac fontan connection using the contegra conduit from june 2002 to september 2005. Overall operative mortality was 11% (two patients); one of the two patients was noted to have thrombus formation to the device required emergent surgical revision. Subsequently, the patient expired five days post implant of the device. The second patient expired 19 postoperatively due to reentry atrial tachycardia, clostridium difficile colitis and sepsis. Other complications were found in five of the eighteen patients. Of the five, three patients developed chylothorax (pleural effusion) and all recovered at a later date. One patient was noted to be in junctional tachycardia. Medication was prescribed and that patient recovered with no other complications. Nonhemodynamically significant second degree block was found in one patient, but was monitored with no required treatment. Follow up period was from 8-48 months on 15 of the 16 patients. One of the 15 patients was noted to exhibit second degree block. Mild to moderate atrioventricular valve regurgitation was noted in seven of the 15 patients. One patient was found to have mild pericardial effusion with no treatment required. At 34 months post implant, one patient required coil occlusion of the fenestration for occlusion and to increase oxygenation. No malfunction of the device was noted and there was no evidence to suggest that the product was cause or contributed to any adverse effects. No other adverse patient effects were reported. Title: bovine valved xenograft (contegra) conduit in the extracardiac fontan procedure: the preliminary experience journal: journal of cardiac surgery year: 2008 issue: 2008;23:146-149 literature reference number: doi:10.1111/j.1540-8191.2007.00524.x.

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
Attempt to obtain additional information regarding the products in the article were unsuccessful. Without the return of the product(s), no definitive conclusion can be made regarding the clinical observation(s). The date of death noted in the 3500a form is an estimate and not actual. Date of death and device relation to the death is unknown. (B)(4).